Manufacturer narrative:
(B)(4). Concomitant medical device: architect i2000sr analyzer, list # 3m74-02, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the (B)(6) samples leaving the assay prone for false (B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Manufacturer narrative:
(B)(4), type of remedial action initiated: in the previous submission, the type of remedial action was submitted as a product correction. The type of remedial action taken by abbott was a recall.

Event description:
The customer contacted abbott regarding increased incidents of architect havab-m (B)(6) patient results when reagent lot 93794hn00 was in use since (B)(4) 2011. After troubleshooting the issue with the customer, a replacement lot of havab-m reagent was sent which the customer stated was running better than the previous lot. The customer provided an example of a (B)(6) result as follows: sample ID# (B)(6) initial result: (B)(6). No additional testing was performed on this sample to confirm the initial (B)(6) result. There was no known impact to patient management reported by the customer.